Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that proximal vent pressure alarms occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that proximal vent pressure alarms occurred. The remote service engineer (rse) assisted the bme with setting up the device per the controls section in the service manual. The bme was able to set up the device, and there were no alarm conditions active. The rse advised the bme that the cause of the alarms seemed to be due to the bme's patient circuit and the setting on the device. The rse also informed the bme with the latest service manual.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.